Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the cause of the event cannot be conclusively determined. Based on investigation result, the following are thought to be possible cause: 1) the a-rubber was damaged by external stress to the device, such as impact of hitting/dropping or contact with a sharp (endo therapy accessories etc.). 2) there was some irregularity in reprocessing method using non-olympus aer, performed by the user. The following statement is given in IFU(reprocessing manual) and saying that olympus have not validated compatibility of recommended aer/wd with the device. Therefore, it is not clear whether non-olympus aer (medivator) used in the facility was compatible with the device. 1.4 precautions: only olympus-recommended or olympus-endorsed aers/wds have been validated by olympus. When using an aer/wd that is not recommended by olympus, the manufacturer of the aer/wd is responsible for validating compatibility of the aer/wd with each olympus endoscope and accessory. The legal manufacturer confirmed via DHR that the device was shipped out, satisfying specifications.

Manufacturer narrative:
The scope was returned to the service center for repair. The scope was noted to be leaking from the bending section rubber. The insulation test could not be performed due to missing bending section rubber. The scope¿s plastic cover was found to have minor scratches. The bending section glue was found chipped. Minor scratches were noted on the scope¿s objective lens and glue. A white dot was noted in the scope¿s image on the upper half near the center. The forceps passage was inspected with a fiberscope and no abnormalities were noted. Minor dents and scratches were noted on the control body of the scope. The scope passed the electrical continuity test. The scope¿s ID chip showed 544 total uses.

Event description:
The service center was informed that the scope was noted to be leaking during reprocessing. There was no patient involvement.